Manufacturer narrative:
Service will be performed by hospital employee or contractor. The distributor recommended the enhanced serial interface board (esib) to be replaced to resolve the issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation. There was no patient involvement.